Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and determined that this model is no longer supported due to end of life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on december 31, 2013. All options associated with this defibrillator were discontinued as of december 31, 2013. The end of support date for the device is december 31, 2013. The customer was aware of the end-of-life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer was informed that the heartstart xl device is eol.

Event description:
Philips received a complaint on the efficia heartstart xl defibrillator monitor indicating that the battery is exausted. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the exhausted battery. There was no patient involvement.